Event description:
Clinic notes were received on 11/11/2015 and dated 11/09/2015. Notes state that the patient has medically refractory seizures with clusters of seizures with some increase in frequency of seizures which may be related to vns end of battery life although it was stated that the battery indicator is 1/2 green. Notes also state that she had a recent fall and has unsteady gait which possibly also may be related to increase frequency of seizures. At this appointment, the vns was interrogated and vns magnet on time was increased. The have arranged to get her battery replaced as well. The notes mention she had 14 seizures in october. She fell on (B)(6) 2015, and began having several seizures the night before the appointment (B)(6) 2015. No further relevant information has been received to date.

Event description:
It was reported on 05/10/2016 that the patient's m105 was replaced on (B)(6) 2016 due to prophylactic replacement. The generator was received for analysis on 05/24/2016. Product analysis is underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved on 06/16/2016. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.882 volts as measured during completion of the final electrical test, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.